Manufacturer narrative:
(B)(4) - advancement against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a heavily calcified lesion in the right coronary artery (rca) a 3.0x12 mm nc trek balloon dilatation catheter (bdc) was advanced for post-dilatation; however, resistance was met with the patient anatomy, force was applied against resistance and the shaft of the bdc separated. A snare device was used to retrieve the separated portion of the bdc from the patient anatomy. A non-abbott bdc was used successfully to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: it was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. It should be noted that the nc trek rx, coronary dilatation catheters, instruction for use specifies: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/separation of the catheter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.